Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
On 09/11/2020 it was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure (msof). The patient had experienced severe blood loss and hypoperfusion during lvad (left ventricular assist device) implant surgery on (B)(6) 2020. Inotropes were given in addition to other rescue medications and interventions. It was reported that the device had operated as intended but the hypoperfusion and blood loss were severe. The patient also had elevated lactate dehydrogenase (ldh) levels and ischemic bowel was suspected. The patient exhibited kidney and liver failure and continuous renal replacement therapy (crrt) was started. An exploratory procedure was performed to see if the patient was a candidate for an rvad (right ventricular assist device) but the therapy was not pursued. Care was ultimately withdrawn and the patient expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29apr2019. The heartmate 3 lvas instructions for use (IFU) lists bleeding and various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.